Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the device could not be interrogated with rf telemetry. A firmware download was performed successfully to resolve the issue. The patient was stable.